Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured within specified pressure and that the part of the balloon which came into contact with the calcified lesion of the patient was significantly damaged/worse. The physician's comment was it seems that the blade deformed due to the calcified lesion of the patient. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres as per wolverine specification. A visual and tactile examination found the hypotube to be kinked at more than one location along its length. This type of damage is consistent with excessive force being applied to the delivery system. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured within specified pressure and that the part of the balloon which came into contact with the calcified lesion of the patient was significantly damaged/worse. The physician's comment was it seems that the blade deformed due to the calcified lesion of the patient. The device was simply removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.